Event description:
Philips received a complaint by the customer on the v60, indicating that the device had a blank screen. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device had no display. The rse advised the customer of the latest version of the service manual is version t. Advised customer the unit likely has a hydis display installed. Parts for updating a 1st generation user interface assembly to a 2nd generation user interface assembly. The rse advised biomed the second-generation user interface (ui) assembly is currently not orderable. Biomed advised the part will be made available to order 12/2023. Provided customer the list of parts to upgrade to a second-generation ui assembly. Parts are also on back-order.

Manufacturer narrative:
H10: per a good faith effort (gfe) response, it was confirmed that the suggested parts were not ordered, and device was not repaired. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.